Event description:
A surgeon reported that during surgery, the iop (intraocular pressure) control maintained the patient's iop at a high level. No patient harm has occurred.

Manufacturer narrative:
A dvd has been received by the manufacturer for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).